Event description:
On 24-jun-2009, stryker biotech received a report from a stryker spine sales representative that physician had to 'wash graft out' because pt developed meningitis after surgery. Pt reported to be doing 'fine' after wash out. No further details are known at this time. Additional info provided by the physician on 01-jul-2009 stated that the physician "explored the pt and his wound was sterile. The csf never grew any bacteria." Further info has been requested.